Event description:
One day post-operatively, the patient presented to the emergency room with a parent. The parent stated that the pump was not working because of the patient¿s increased tone. It was noted that the managing physician felt it was due to post-operative pain. An adjustment was made; the 2000mcg/ml lioresal was increased to 299mcg/day. Additionally, the patient received a 50mcg bolus and was placed in the hospital overnight for monitoring. On the following monday, the physician¿s clinic indicated that the patient was doing well with no apparent sequelae.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. When the patient visited the emergency room on 2014-(B)(6), the patient was exhibiting symptoms of withdrawal. She was given oral baclofen and a bolus from the pump, and her symptoms improved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).